Manufacturer narrative:
The device was returned for investigation. The investigation is in progress. A f/u report will be submitted once the investigation has been completed.

Event description:
A clinical incident involving a super multivac 50 wand with finger switches was reported to arthrocare. During an elbow decompression procedure, the tip of the wand broke off inside the pt and vanished. The surgeon is uncertain if the tip was flushed out from the pt. There was no reported injury to the pt and no plan to re-operate at this time.